Manufacturer narrative:
Additional information was received that, per the customer's clarification, the doctor checked the values twice during the same procedure and not with separate patients. Therefore, complaint (B)(4) is a duplicate and will be voided. The complaint will be handled under (B)(4), report: 2015691-2020-13398.

Manufacturer narrative:
The vigileo monitor was returned for evaluation. The reported issue was not confirmed by the evaluation. An over 36 hour burn-in test and fatu final test were concluded with no functional faults found. There was no physical damage that a part had to be replaced. No error messages were observed. The device passed all functional tests. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with a patient, it was suspected that this vigileo monitor provided higher co values. Troubleshooting was completed to confirm the incorrect values were the ones provided by the flotrac rather than the ones provided by the swan ganz catheter and also to confirm the incorrect values were caused by the vigileo monitor rather than by the flotrac. The expected co values according to the patient's status were the ones shown by swan-ganz. There was no error message displayed. There was no allegation of patient injury. The device was available for evaluation.